Manufacturer narrative:
Patient identifier, age and weight are unknown. Patient is over 18 years old. The complainant indicated that the device was disposed of and will not be returning; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a hydratome sphincterotome was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, the doctor attempted to advance the device through the working channel of the scope and the tip of the device bent 180 degrees. The procedure was completed with another hydratome sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.